Event description:
The patient was revised due to poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information; however, polyethylene wear after fourteen years implantation should not be unexpected. In addition, the reported patient large physical stature and activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated.